Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air bubble detection alarm does not stop. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it could not confirm that there was no record of the related customer reported issue. Functional test was performed, and the customer's stated problem was not confirmed. The reported issue was not reproducible, and the cause could not be determined. The device was returned unrepaired to the customer at customer's request.